Manufacturer narrative:
The reported event of difficulty removing the atrial and ventricular leads was confirmed. Analysis revealed there was blood accumulation in the atrial and ventricular connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrews had no effect on lead removal since they had been untightened by the physicians. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector ports at time of implant.

Event description:
During a routine device exchange, the ventricular lead was difficult to remove from the header of the device. Excessive force was used, and the ventricular lead was removed from the header of the device. The patient was stable.